Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed recurring alert 32, indicating a delivery motor communication error, verified in device history after restart attempts, and the device was replaced with user education on backup therapy and shutdown procedures. Symptoms included no reported changes in blood glucose. Outcomes included temporary interruption of automated insulin delivery with continued cgm use advised and restoration of therapy via replacement. Investigation included remote review of device history, guided restart, battery status verification, and assessment of alert recurrence post-restart. Investigation of the returned device revealed a persistent alert 32 after restart, consistent with a motor processor communication malfunction of the delivery motor component.